Manufacturer narrative:
Patient weight: 13.5kg. It was reported that the events occurred on (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the three (3) small volume folfusors underinfused; there was a small amount of volume left after 10 hours of infusion. This was observed during patient infusion. The devices were filled with desferrioxamine 550mg in 55.5ml sodium chloride 0.9 %. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from april 12, 2022 - april 13, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.